Event description:
It was reported that the hospital engineer replaced the battery of the device with a new one. Pacing output was set to 3 ma and sensing sensitivity was programmed to 3 mv, the rate was unknown. The next day, the device was checked but it was not functioning and the battery led indicator was off. The following day the nurse visually checked the device and the functioning was then normal, and the battery led indicator was on. The device was then found to be stopped, the battery led indicator had been on continuously. The epg was then replaced with another one and returned to the manufacturer for servicing. There was no harm to the patient's health since the intrinsic rhythm was around 50 bpm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. Long-term testing was performed, the device was run continuously for 14 days, normal operation was observed. (B)(4).